Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After a review of our records, this event was recognized as reportable to the competent authority. The patient implanted with this lead was placed on homemonitoring due to increasing ventricular threshold. The patient is pacemaker dependent. The threshold rose over 3v and it was decided to replace the lead. A new lead (solia) and a new pacemaker were implanted on (B)(6) 2020. This selox lead was capped and remains in situ.